Event description:
This supplemental report is being sent as a cancellation report as on the 18-oct-2023 engineering input confirmed that the proximal break observed during the lab evaluation of the original file (pr 365677 emdr 3001845648-2022-00519) likely occurred during the returns process and therefore did not warrant an additional file to be opened capturing this proximal break" and "based on customer feedback that the kinks and breaks were not present prior to return to cirl this complaint can be cancelled".

Manufacturer narrative:
PMA/510(k) # k210476 this supplemental report is being sent as a cancellation report as on the 18-oct-2023 engineering input confirmed that the proximal break observed during the lab evaluation of the original file (pr (B)(4) emdr 3001845648-2022-00519) likely occurred during the returns process and therefore did not warrant an additional file to be opened capturing this proximal break" and "based on customer feedback that the kinks and breaks were not present prior to return to cirl this complaint can be cancelled".

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Proximal break below the sheath extender observed on 01 of the 03 devices during the lab evaluation of (B)(4). Patient outcome: did any section of the device remain inside the patient body?: no. Did the patient require any additional procedures due to this occurrence?: no. Did the product cause or contribute to the need for additional procedure(s)?: no. Were there any adverse effects on the patient due to this occurrence?: no. Did the product cause or contribute to the adverse effect(s)?: no.